Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. On the evening of (B)(6) 2020, prior to the event, the patient told his daughter that he felt like something was wrong and his mouth was dry, and he thought maybe his ¿insulin was not working.¿ the patient does not use a pump. No cgm value was provided and the patient did not check a bg. He went to the auto parts store and checked out at 7:02 pm. He thinks the cgm did not alarm for his low alert threshold of 65 mg/dl with zero minutes repeat, and it did not indicate that his glucose level was dropping. He remembers making a right turn while driving home but then nothing after that. The car hit a construction fence and was blocking the intersection, so another driver called the police who arrived. At this time, the patient had a blank stare and was not responding to instructions. The police officer had to break the car window to get to the patient and both the patient and the officer sustained minor cuts from the broken glass. There were no other injuries. Paramedics were called and gave the patient glucagon. The patient was described as acting delusional prior to the intervention and the officer¿s body camera showed the cgm was reading 60 mg/dl at about 7:40 pm. The patient went home after the emergency medical services (ems) treatment and did not go to the hospital. The patient¿s daughter later checked the receiver history and said the cgm was showing 73 mg/dl around the time the patient had left the store. She stated that no bg was checked during the event as no one realized the cgm might be reading inaccurately. Additionally, it was reported that the patient takes hydroxyurea and he was unaware that the medication might interfere with the cgm accuracy. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.